Manufacturer narrative:
As indicated, the user facility reported that a small leak was observed coming from the blood-gas oxygenator in the bypass circuit. The user facility did not specify the exact location of the leak. Upon receipt of the suspect unit, terumo conducted an eval of the oxygenator - including leak testing of the device in an effort to confirm the reported event. Leak testing did not reveal any adverse issues with the device and it was found to be in acceptable condition. Based upon this info, terumo asserts that the device met its performance criteria and was not defective. Terumo is unable to definitively assert the cause of the reported event.

Event description:
On aug 5, 2009, it was reported by a user facility ((B) (6) in (B) (6)) to terumo cardiovascular that during a cardiopulmonary bypass procedure, a blood-gas oxygenator was noted to exhibit a small leak that resulted in minimal loss of blood. The leak was not severe to the extent that the surgical team exercised significant interventional or surgical measures to prevent possible injury during the procedure. The device was not changed out during the operation and the surgery was completed without additional product-related event. The user facility reported that the pt did not suffer injury of any type as a result of this event.